Event description:
It was reported that during case, a loud thumping noise. No patient injury or significant delay were reported. There was no back up available.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to noise issue include: 1. There may have been a loose cable connection between the returned device and the used controller which could cause noise issues with the flow valve. 2. There may have been an issue with another device used as part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution. Describe event or problem: correction of description.

Event description:
It was reported a loud thumping noise. No patient injury or significant delay were reported. There was no back up available.